Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump would just completely shut off even with new batteries. The customer used alkaline batteries. Troubleshooting was completed but the display was still blank. The customer stated that the pump alarmed bad battery, weak battery, battery out limit and low battery a few weeks ago. The insulin pump was not returned for analysis.